Event description:
The hill-rom technician reported that his bed was in the bed repair shop and the bed exit alarm would not work. He found that the bed exit sensing tape switches were defective. He replaced the switches and the bed functioned as designed. There were no reported injuries or pt involvement related to this failure.